Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon inflation at 10 atmospheres. The device was simply pulled from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.